Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Choked on brushhead [choking], groove on attachment side of brushhead hit teeth which popped off the brush-oral b [device breakage]. Case description: a male consumer reported that while using an oral-b triumph professional care toothbrush, the groove on attachment side of the oral-b brushhead, version unknown hit his teeth and the brush head popped off into the back of his throat, causing him to choke. He reported he removed the brush head with his fingers from deep inside his mouth before fully choking. The case outcome was recovered. He stated he has been using electric toothbrushes for over 20 years without incident. No further information was provided.